Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1580 competitor implantable tachy lead, (B)(6) 2005; 5076-52 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that there was high threshold. The lv (left ventricular) lead was capped and replaced. No patient complications ha ve been reported as a result of this event. The patient was noted to be part of the system longevity study.

Event description:
It was reported that there was high threshold. It was further reported that there was failure to capture. The lv (left ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event. The patient was noted to be part of the system longevity study.

Manufacturer narrative:
(B)(4).